Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The customer troubleshot with philips technical support. The customer replaced the air/exhalation flow sensor and the issue was resolved.

Event description:
It was reported that the ventilator had an exhalation flow outside range error code. There was no patient involvement. The event date was not specified; estimate used.